Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that batteries were only lasting less than a day. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the black box showed evidence of short battery life. The pump powered on with the returned battery cap, and current draws were not within specifications. The pump casing was removed and there was evidence of moisture contamination found on the continuous glucose monitor (cgm) board. The cgm board was unplugged and the current draws returned to within specifications. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and there was crack in the pump casing in the lower right corner of the display area.